Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as fold flaw opening. Pain: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported right side "deflation and pain." Device has been explanted and replaced.

Event description:
The device has been explanted.